Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, heparin drip paused due to small hematoma at right subclavian access site. Computed tomography done to assess hematoma and it decreased in size. Patient has intermittent atrial fibrillation (afib). The patient survived the event.

Manufacturer narrative:
The investigation of access site bleeding and atrial fibrillation has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25863 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.3 date of awareness was reported incorrectly on the initial manufacturer device report number 1220648-2025-25863. Date should have been 16-jan-2025. H.6 code 1888 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25863.